Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that intima-ii y 24gax0.75in prn/ec slm contained foreign matter. The following information was provided by the initial reporter: "the customer found oil on the needle core when preparing to use the product for inspection today."

Event description:
It was reported that intima-ii y 24gax0.75in prn/ec slm contained foreign matter. The following information was provided by the initial reporter: "the customer found oil on the needle core when preparing to use the product for inspection today."

Manufacturer narrative:
H.6. Investigation summary a device history review was conducted for lot number 9050921. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, visual evaluation of the submitted photograph and the resulting review of the manufacturing process determined that the identity of the material is solidified silicone. Silicone is a material used to manufacture this device, and is applied to the catheter as a lubricant for reduced resistance during insertion. Excess application of the lubricant is currently possible due to limitations in the manufacturing process. Bd is currently investigating potential process changes to eliminate the occurrence of similar events h3 other text : see h.10.